Event description:
The service report shows while the ventilator was in for a schedule "pm", the nellcor puritan bennett factory service technician verified during incoming evaluation that the ventilator failed the volume and leak tests by more than 10%. The fst inspected the device and replaced the cup seal and piston guides. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.